Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 40 and blood glucose was 125 mg/dl. Troubleshooting could not be performed as customer was not available to troubleshoot.